Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A 'motor not running' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the main printed circuit board (pcb) was slightly misaligned. Service history review identified this complaint was related to previous service of the device.

Event description:
It was reported that the device exhibited a motor failure. The product fault occurred during patient, there was a delay of therapy in the middle of treatment. There was no patient harm/adverse event reported.